Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed that the machine was not booting. As per rse¿s suggestion, the service engineer in coordination with user found that the tube cooling unit oil was at low level showing low load fluoro message. The service engineer topped the tube cooling unit oil and the device was returned to good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.